Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported complaint of console slow warming was not confirmed during archive review or functional testing. There were no device deficiencies found during the evaluation of the console, which could have caused or contributed to the reported error message. A visual inspection was performed and the raceway pump lid was found damaged, unrelated to the reported complaint. The thermogard is a reusable device and was manufactured in january 2004. Therefore, this type of issue is characteristic of normal wear and tear. A review of the console's retrieved event log found no system errors recorded on the reported event date. The system passed functional testing and it verified that the system met all the manufacturing specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) was used for ivtm therapy. The patient completed the cooling phase and maintained the target temperature. Rewarming phase was initiated and the console was set to a controlled rate of 0.5 degree celsius/hour for rewarming. However, per reporter, the console was rewarming at the 0.3 - 0.4 degree celsius/hour rate. An onsite console investigation was performed by the customer's medical technician and found no issues. No known impact or patient consequence was reported.